Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/07/2023. An investigation was conducted on 03/16/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the loading device returned. Blood was observed on the aortic cutter. The case of the aortic cutter was observed to be split at the base of the aortic cutter. The cutter needle was observed to be deployed normal length. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed, however the reported failure "break" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000256877 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass (off pump) procedure using hst iii system (3.8mm). When using the aortic cutter to create a hole in the aorta for the anastomosis site, it was noticed that the cutter went deeper than was expected. The aortic cutter was held perpendicular to the surface of the aorta. This defect caused the handle of the aortic cutter to split apart. They did not document the pressure but the pressure was noted to be above the required mean arterial pressure of 55 mmhg. Due to the defect, the device was immediately handed off of the surgical field. The case continued with no other complications. No injury occurred to the patient due to the defect and the aortic plug was not lost. No pieces of the device were lost either.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.